Manufacturer narrative:
(B)(4). The problem is confirmed for the connection issue and the assignable cause can be determined as use error, since it was stated that the patient may have not tightened the bags properly to the lines, which would cause a connection issue. The label review found the labeling adequate for the use error in this complaint.

Event description:
The customer contacted baxter's technical service center regarding a connection issue, which occurred on the homechoice (hc) during use, during fill. The tubing came off the bag and the fill volume (fv) equaled 77ml. There was no alarm. The baxter technical service representative (tsr) assisted the home patient (hp) to end the therapy and informed them to use manual bags and inform the nurse. They followed the above and the hc was okay. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 and she said she was able to resume therapy with manual supplies after contacting her nurse. She said she had a sinus infection that day and was feeling "out of it". She said she did not connect the bag and line properly and so it disconnected when she was in therapy. Since then she has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.